Event description:
Report received of a nondelivery. The pump was programmed in an unspecified mode to deliver an unspecified antibiotic at an unspecified rate. Approximately 24 hours after the start of the infusion, it was discovered that the pump was delivering at a kvo rate, instead of the intended unspecified rate. The reporter stated that the incident caused a delay in therapy but that there was no reported adverse patient effect. The pump was removed from clincial service and the therapy was resumed using a replacement device without further incident. Though requested, no additional information was available.